Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding / dysfunctional uterine bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, abnormal uterine bleeding, nickel sensitivity, breast cyst excision, endometriosis, pain menstrual, multigravida, parity 4, anxious mood, allergic rhinitis, asthma, dyspareunia, ganglion, hypolipoproteinemia, glucose tolerance impaired, insomnia, migraine, nicotine dependence, shoulder pain, vitamin deficiency nos, loss of libido, urgency urination, breast pain, tenderness, back pain, nausea, bloating, heartburn, headache, numbness, foggy feeling in head, numbness in leg, tremor, vitamin d deficiency, spice allergy, hives, palpitations, weight fluctuation, nabothian cyst and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea ") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abnormal uterine bleeding, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: right essure device slightly deep in fallopian tube ut left essure device in appropriate position. -no ree spill of contrast and no fallopian tube opacification.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: abnormal uterine bleeding, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: event 'essure removal' was updated by ' abnormal uterine bleeding /dysfunctional uterine bleeding'. Events dysmenorrhea and dyspareunia were added. Medical history, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding / dysfunctional uterine bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, abnormal uterine bleeding, nickel sensitivity, breast cyst excision, endometriosis, pain menstrual, multigravida, parity 4, anxious mood, allergic rhinitis, asthma, dyspareunia, ganglion, hypolipoproteinemia, glucose tolerance impaired, insomnia, migraine, nicotine dependence, shoulder pain, vitamin deficiency nos, loss of libido, urgency urination, breast pain, tenderness, back pain, nausea, bloating, heartburn, headache, numbness, foggy feeling in head, numbness in leg, tremor, vitamin d deficiency, spice allergy, hives, palpitations, weight fluctuation, nabothian cyst and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea ") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abnormal uterine bleeding, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: right essure device slightly deep in fallopian tube ut left essure device in appropriate position. No ree spill of contrast and no fallopian tube opacification. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: abnormal uterine bleeding, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.